Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and fentanyl dose and concentration not reported via an implantable pump. The patient¿s medical history included hard of hearing. On (B)(6) 2020 it was reported that the patient¿s pump ¿failed¿ and the patient had been in the hospital for 3 days now. The reporter stated that the pump needed to be replaced. Per the reporter in the early morning of (B)(6) 2020 they heard the pump critical alarm. The patient went into withdrawal a few hours later and then went to the ER (emergency room). Per the reporter, the patient was originally at a va hospital but was now at a different hospital and was requesting a company representative to contact the physician. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 26 2020 the healthcare provider requested to have a company representative come and interrogate the pump. The healthcare provider was redirected to the national answering service.